Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip applier could not meet to fasten the clip. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this event, but the failure analysis testing has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not meet to fasten the clip to the duct and artery. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was observed out of the ordinary. The issue occurred when the surgeon tried to lock the clip over the cystic duct. The issue was related to unsuccessful clip application. The type of clips used were medium-large weck hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first application. The issue was resolved with a backup clip applier instrument. The instrument was returned to isi for evaluation. There are no photos and/or videos of this event available for isi review.